Manufacturer narrative:
A patient had swelling and an infection at the ipg site was reported to abbott. The patient was given antibiotics. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient had swelling and an infection at the ipg site. Patient was given antibiotics. In a recent update, it was reported that the infection has resolved.

Manufacturer narrative:
A patient had swelling and an infection at the ipg site was reported to abbott. The patient's ipg was explanted and given antibiotics. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates that the infection at the ipg site did not resolve. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. It was also reported that the infection has resolved.